Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 280-558 mg/dl. Infusion set and cartridge were changed multiple times. Pump boluses were delivered; bg did not lower. Pump system check was performed and no device issue was identified. Reportedly, the contact changed out infusion set site and insulin injections were available, if needed. Contact declined further follow up.